Event description:
It was reported the spring wire guide unraveled during patient use. The device was removed in its entirety. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a swg, a catheter, and a lidstock for analysis. Signs-of-use in the form of dried biological material was observed inside the catheter body. The swg was returned inserted through the catheter. Visual analysis revealed that the guide wire was severely unraveled towards the distal end. A slight kink was also observed towards the proximal end. Microscopic examination confirmed the unravelling and revealed that the distal weld had separated from the core and coil wires and was not returned for analysis. The kink in the guide wire measured 30mm from the proximal weld. The guide wire length from the proximal weld to the point of separation on the core wire measured 432mm, which indicates that approximately 17.2mm-26.8mm had separated and not returned for analysis (per the guide wire graphic). The guide wire outer diameter measured .435mm, which is within the specification limits of .432mm-.457mm per the guide wire graphic. The catheter body length from the juncture hub to the tip measured 5 1/16", which is within the specification limits of 4 13/16"-5 3/16" per the catheter graphic. The catheter body outer diameter measured .0554", which is within the specification limits .054"-.058" per the catheter extrusion graphic. In order to perform functional testing on the catheter, the coil wire was intentionally severed so that it could be removed from the assembly. Once removed, a lab inventory guide wire with a diameter of .018" was inserted through the catheter. Heavy resistance was observed. A long pin gages was inserted to clear any blockages. Dried biological material was observed coming out of the catheter body. The lab inventory guide wire was inserted a second time. Little to no resistance was observed. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed, and a potentially relevant finding was identified. A non-conformance was initiated for batch 17c18g0126 to address the issue of kinked catheter. Despite this, it was later determined that this is not relevant to this complaint investigation as no kinking/defects were observed on the catheter. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report that the guide wire separated was confirmed through examination of the returned sample. Visual analysis revealed that the distal weld had separated from the core and coil wires. The weld was not returned for analysis. Dimensional inspection further confirmed this. Despite this, the catheter met all relevant dimensional and functional requirements. A device history record review was performed, and a potentially relevant finding was identified. A non-conformance was initiated for batch 17c18g0126 to address the issue of kinked catheter. Despite this, it was later determined that this is not relevant to this complaint investigation as no kinking/defects were observed on the catheter. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the spring wire guide unraveled during patient use. The device was removed in its entirety. No patient harm reported. The patient's condition is reported as fine.